Event description:
Doctor was performing a cystoscopy - bladder mass biopsy when the ceramic tip of the instrument came off in pt. Doctor had some difficulty in removing it, since the ring shaped tip came off intact. Doctor was able to retrieve piece and complete procedure with no adverse effect on pt. Patient condition post-op was stable.